Event description:
It was reported that (1) atw35 was used during a appendectomy procedure. It was reported by the rep that the surgeon had fired the atw35 twice. After the third firing the surgeon was unable to get the release button to open the anvil jaw out of the atw35 and release the tissue. The surgeon was forced to use an er320 and endo shears to free the atw35 and complete the case. There was no consequence to pt.